Event description:
This case originates from follow-up information received (B)(6) 2026 on case qn (B)(4). Event description (follow-up information from (B)(4)): "what is the surgeon's opinion as to the relationship of the product to the symptoms? It is most likely caused by a reaction to the product and we have observed several such cases in hus neurosurgery over the years (I don't have more information on that)" the adverse event in qn (B)(4) which the surgeon refers to: "...large amount of fluid and blood in the neck area..." And ". The cause of the complication was identified by the epidural use of surgiflo, resulting in tissue swelling and pressure symptoms." Additional information was received on (B)(6) 2026 stating: the surgeon don't have more information: the surgeon wrote that "it is most likely caused by a reaction to the product and we have observed several such cases in hus neurosurgery over the years (I don't have more information on that).